Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for intraoperative bone fracture - right tibial. Event is serious and is considered moderate. Event is definitely related to device and is probably related to procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2020, (right knee). Treatment: surgical open reduction internal fixation of right tibia.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.